Manufacturer narrative:
Currently it is unknown whether or not the device may have malfunctioned, as the device was recently returned and the investigation is currently ongoing. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that the battery compartment "became very hot" after changing the batteries. There were no allegations of patient/user harm.